Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing pain at the anchoring site. It was also noted that patient had numbness across the top of her shoulders. Pain medications were prescribed. The physician believed that the leads could be causing too much pressure in a single vertebral level insertion site. The patient underwent a lead revision procedure. The patient was doing well post-operatively.